Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced discomfort around the battery site. It was noted that patient was not able to get enough pain relief. The patient underwent an implantable pulse generator (ipg) explant procedure. The explanted device will not be return.